Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 9 years ago, date unknown. The vessel morphology from the time of implant is unknown. At the time of the initial implant, the aneurysm was 10 cm in diameter. It was reported that the patient presented emergently with severe abdominal aortic aneurysm. A recent CT demonstrated that the aneurysm was 12 cm in diameter. The current vessel morphology was reported as disease progression and severe tortuosity in the iliac arteries. There was bilateral distal type I endoleaks. The physician deployed an enlw1610c93e at the intended location, distal on the ipsilateral side; however, due to the severe tortuosity, the stent graft did not extend past the previously deployed stent graft. The physician then implanted enew1010c82e and the distal type I endoleak was resolved. The physician relined and extended the contralateral side with the two aneurx devices (ilxch1616115 and iexch162085) and the distal type I endoleak was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression with severe iliac artery tortuosity). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression with severe iliac artery tortuosity).